Manufacturer narrative:
Pump passed the displacement test, sleep current measurement and active current measurement. Detailed trace analysis confirmed low battery alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Hardware low level failures confirmed in the pump history and during self test due to broken trace. (B)(4).

Event description:
Information received by medtronic indicated that the battery life would diminished fast. Customer stated that when he tried to check his battery compartment, he noticed that the copper metal on the compartment was loose. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.